Event description:
It was reported when rounding on friday that a patient had fallen while using a new walker (not used by another patient) that was faulty. The entire right side of walker would not snap securely into place causing it to give way when the patient leaned against it, resulting in the patient falling.